Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the clip feed sideways into the jaws of the device? No information. Did multiple clips feed into the jaws of the device? No information. Did the clip not feed into the jaws? Yes, but the clip did not feed properly. Did the open clip drop or eject from the device? No information. Was the open clip fired from the device? Yes, but the clip was malformed."

Event description:
It was reported that during a laparoscopic right hemicolectomy, the clip was not fed into the jaws properly and the clip was unformed though the trigger could be grasped. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p94c67. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek(r4014f) from another device was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.